Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the rep that the tsb45 instrument was fired by the surgeon. When the surgeon tried to open the device, it would not open. The surgeon was able to pull the instrument away, along with the tissue and staples, without any consequence to the pt. Another tsb45 instrument was used to complete the case. The insturment was given to the rep, where the rotation knob was turned and the jaws opened on command.